Event description:
It was reported that pico applied in or and all was working fine. At some point between application and follow up visit 7 days later the pump stopped working and all lights permanently lit up on the pump. After removing batteries and turning off and on all lights still light up. It was reported some maceration on the patient, physician wasn¿t sure if this was due to the pico or another issue. To solve this event the physician applied a new pico to the patient.